Manufacturer narrative:
A device malfunction occurred but did not cause or contribute to a death or serious injury.

Event description:
Patient underwent a vns therapy system explant due to infection. Infection reported under medwatch form 1644487-2007-00389. The vns therapy system was returned to manufacturer for analysis. The lead was returned in two pieces for analysis. The lead was returned without the electrode section so a complete evaluation could not be performed. Analysis was performed on the returned lead and a lead discontinuity was identified. A lead discontinuity was confirmed approximately 24.5cm from lead connector pin. Scanning electron microscopy (sem) could not identify fracture mechanism due to mechanical distortion and metal dissolution. The exact cause for the lead break remains unknown. Testing on remaining portions of returned lead did not show any anomalies.